Event description:
It was reported that stent deformation occurred. Three very severe target lesions were located in the distal, mid, and proximal right coronary artery (rca). The distal and mid rca was pre-dilated with a 3.5mm balloon. The proximal rca was pre-dilated with a 3.0mm balloon. A 32 x 3.0mm promus premier stent was introduced to treat the distal rca but was unable to cross the lesion. The physician decided to implant the stent in the proximal rca instead. The stent was post dilated with a 4.0mm non-bsc balloon with good result. A 28x3.0mm promus premier stent was implanted in the distal rca and post-dilated with a 3.5mm non-bsc balloon. A second 32 x 3.0mm promus premier stent then was implanted in the mid rca and post-dilated with a 4.0mm non-bsc balloon. At the end of the procedure it was noted that the proximal part of the 32x3.0mm promus premier stent implanted in the proximal rca was deformed. The physician thinks that the stent became shortened because of the interaction with the other devices as he had re-crossed the stent many time before it shortened. A non compliant balloon was used in the deformed stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Weight, weight (units), describe event or problem, other relevant history, therapy dates and desc: updated. (B)(4).

Event description:
It was further reported that the patient presented with acute coronary syndrome (acs) without additional discrepancy with high troponin. Vascular access was obtained via the right radial artery. The carrier lead al I 6f (non-bsc) was positioned in the proximal right coronary artery (rca). A non-bsc guide was positioned in the posterior interventricular artery downstream. A 3.00 x 20mm non-bsc balloon was introduced in the distal rca in order to predilate the lesion. An inflation was made at a maximal pressure of 14 atm for a total time of 15 seconds. The 32 x 3.0mm promus premier stent was inflated at 14 atm for 20 seconds in order to optimize the angioplasty of the proximal rca. The stent was then post-dilated with two inflations of 14 at for a total time of 20 seconds. The second 32 x 3.0mm promus premier stent was inflated at 14 atm for a total time of 20 seconds. After a final angiographic check, the distal, mid and proximal right coronary artery was uninjured of significant lesion.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).